Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included phentermine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), feeling abnormal ("psychological or psychiatric problem condition: brain fog") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal distension, abdominal pain lower and arthralgia was resolving and the feeling abnormal, mood swings, headache, tooth disorder, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place. (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problem condition: brain fog, mood swings, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, gastrointestinal or digestive system condition type: bloating. Hair loss, lower abdomen pain, joint pain" were added. Concomitant medication and medical history were added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. 06326-not valid a06326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and headache. Concurrent conditions included menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), feeling abnormal ("psychological or psychiatric problem condition: brain fog") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal distension, abdominal pain lower and arthralgia was resolving and the feeling abnormal, mood swings, headache, tooth disorder, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place. (B)(6) 2013; on (B)(6) 2013: total bilateral occlusion. Lot number 06326 is invalid. Lot number: a06326 manufacture date: 2012-05 expiration date: 2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. 06326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and headache. Concurrent conditions included menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), feeling abnormal ("psychological or psychiatric problem condition: brain fog") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal distension, abdominal pain lower and arthralgia was resolving and the feeling abnormal, mood swings, headache, tooth disorder, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place. (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-nov-2019: mr rceieved : lot number added. Medical history,concomitant conditions and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. 06326-not valid,a06326,a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and headache. Concurrent conditions included menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), feeling abnormal ("psychological or psychiatric problem condition: brain fog") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal distension, abdominal pain lower and arthralgia was resolving and the feeling abnormal, mood swings, headache, tooth disorder, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place.; on (B)(6) 2013: total bilateral occlusion. Lot number 06326 is not valid. Lot number: a06326, manufacture date: 2012-05, expiration date: 2015-05. Lot number: a22178, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. 06326-not valid a06326,a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and headache. Concurrent conditions included menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included phentermine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), feeling abnormal ("psychological or psychiatric problem condition: brain fog") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal distension, abdominal pain lower and arthralgia was resolving and the feeling abnormal, mood swings, headache, tooth disorder, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place.; on (B)(6) 2013: total bilateral occlusion. Lot number 06326 is not valid. Lot number: a06326 manufacture date: 2012-05 expiration date: 2015-05. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received- lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.